Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient's pacemaker had been programmed to vvi 60 due to issues with the atrial lead. The patient started to feel worse, therefore was referred for an atrial lead revision. Lead impedances were greater than 2000 ohms. During the procedure, a fracture was confirmed through fluoroscopy. The lead was surgically abandoned and replaced with a new lead. No additional adverse patient effects were reported.